Event description:
It was reported that the tip broke off during procedure, but was recovered cleanly from the patient. Another super 90-s was used to complete the surgery successfully.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.